Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer indicated failure. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 5 bd ultra-fine¿ pen needles broke during use, with one detaching in the patient's injection site that was removed by tweezers. The following information was provided by the initial reporter: "report of bd pen needles bending / breaking. Issue occurred during use (insertion and subsequent removal of needle). Px estimates 5 times/needles. The main issue was bent needle tips causing pain/discomfort upon insertion & removal due to the hooked tip. One of the 5 needles detached in situ and needed to be removed with tweezers. There was extra bleeding at site than normal during these occurrences."

Event description:
It was reported that 5 bd ultra-fine¿ pen needles broke during use, with one detaching in the patient's injection site that was removed by tweezers. The following information was provided by the initial reporter: "report of bd pen needles bending / breaking. Issue occurred during use (insertion and subsequent removal of needle). Px estimates (B)(4) times/needles. The main issue was bent needle tips causing pain/discomfort upon insertion & removal due to the hooked tip. One of the 5 needles detached in situ and needed to be removed with tweezers. There was extra bleeding at site than normal during these occurrences."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot#: 2272791. D.4. Medical device expiration date: 31oct2027. H.4. Device manufacture date: 29nov2022.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra-fine¿ pen needles broke during use, with one detaching in the patient's injection site that was removed by tweezers. The following information was provided by the initial reporter: "report of bd pen needles bending / breaking. Issue occurred during use (insertion and subsequent removal of needle). Px estimates 5 times/needles. The main issue was bent needle tips causing pain/discomfort upon insertion & removal due to the hooked tip. One of the 5 needles detached in situ and needed to be removed with tweezers. There was extra bleeding at site than normal during these occurrences."